Event description:
It was reported that the left ventricular (lv) lead triggered an alert and a high lv pacing threshold and increased pacing impedance was observed. The patient presented to the clinic and a chest x-ray was performed. Microdislodgement of the lv lead was suspected and the lv lead was reprogrammed to lv3-lv1 configuration and the impedance alert was increased. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.